Manufacturer narrative:
Findings: unit passed displacement test. Unit received with broken belt clip rails. Unit received with missing serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with reservoir tube lip o-ring and retainer in place. Unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump o rings are cracked and broken. The customer's blood glucose reading was unknown at the time of incident.